Manufacturer narrative:
(B)(4). Updated sections: b4, d4. UDI#, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 08/25/2025. An investigation was conducted on 08/26/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The insufflation tube and inflation tube were observed to be intact attached to the btt. The insufflation seal was observed to be intact. The silicone balloon was observed to have vapor inside the balloon. A gash was observed on the balloon that was peeled back, exposing the plastic btt. No other visual defects were observed. An inflation test was not conducted due to the condition of the torn balloon. Based on the returned condition of the device as well as the evaluation results, the reported failure "material rupture" was confirmed. A manufacturing engineering evaluation was conducted. The complaint was confirmed for damage noted on the balloon of the btt assembly (rupture on btt balloon noted). Details of the investigation conducted is noted as follows: preliminary screening investigation: visual inspection of the device for use: the btt assembly visually inspected for use and was noted to be lightly covered with dried blood and tissue, confirming it to have been used within the procedure. Visual inspection of the balloon for tears, pinholes, and other damage: the balloon of the btt was inspected, and, a rupture was noted on the balloon along the suture line of the part. As a follow up to the investigation performed at the wayne facility, the btt complaint unit was sent to the atrium facility in merrimack, new hampshire to assess the potential cause of the rupture. The complaint unit was assessed through optical microscopy, sem/eds, ftir, and dsc. Based on the inspections and information provided, the rupture of the btt balloon appears to have started from a small round cut with no jagged edges which existed along the edge of the balloon. When the balloon was inflated, the cut then expanded further in both length and depth into the balloon layer, eventually penetrating the full thickness of the balloon, resulting in the balloon no longer being able to retain air. Relating to the origin of the small cut noted on the btt, a review of the assembly process was conducted, looking at potential areas for a small cut such as this to have possibly occurred. In review of the location of the cut, this location aligns with the typical placement of the eyelet suture used for tying of the suture following winding. Based on this review, it appears that the small cut on the ballon may have been introduced during the removal of the eyelet from the balloon during manufacturing. A lot history record review was completed for lots 3000490912, 3000489572, and 3000488957 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported that vasoview hemopro 2 balloon was broken up so they could not inflate it. No adverse events and the surgery was a vessel harvest.